Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that insulin was dripping out during manual prime. The customer stated that the numbers did not appear on the display, only when approximately half of the reservoir was used. The customer also stated that the pump did not alarm low reservoir. The customer stated that the reservoir was empty and no alarm was in the history. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. The low reservoir alarm feature working properly. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.